Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were damaged on the first distal stent strut row with stent struts squashed. The undamaged section of the crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. After a 2.75x28mm promus element drug-eluting stent was introduced into the patient it was noted that stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. After a 2.75x28mm promus element drug-eluting stent was introduced into the patient it was noted that stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.